Manufacturer narrative:
.

Event description:
Analysis of the explanted generator was completed and no anomalies were found. Analysis of the lead was completed and scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred on the coil surface in the vicinity of the positive coil cut end. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load - cut leads).

Event description:
The autopsy report revealed the cause of death as ¿seizure disorder. Other significant conditions include morbid obesity.¿ the manner of death was classified as being natural. The patient was found deceased lying on the shower floor.

Event description:
It was reported that the vns patient passed away. The cause of death was not known. The patient's neurologist did not have any information regarding the cause of death or relationship of the death to vns. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.